Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 85mm diameter abdominal aortic aneurysm. It was reported that during the index procedure and angiograph identified a peri-graft blush through the body of the main device and it was thought to be a type IV endoleak. Five days post index procedure, a cta identified the same endoleak. It was noted on CT 6 weeks later that the endoleak was still visible and confirmed as a type iiib endoleak in the bifurcated stent graft. At this time, the patient also complained of back and stomach pain also. The cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary: the exact source and cause of the reported type iiib endoleak could not be determined from the films provided. Pre-implant films and angiograms during implant were not available, and the earlier reported type IV endoleak at implant could not be assessed. CT¿s returned from 5-days post-implant revealed that an endurant iis stent graft system had been implanted in the patient, and the bifurcate was positioned just below the lowest left renal artery. The bifurcate proximal od ranged from ~23 ¿ 20mm along a 2cm proximal seal length and the aortic body and infrarenal neck were angulated at the flow divider ~50 deg a-p relative to the distal aorta. The neck and proximal aaa sac contained areas of calcification. The maximum aaa diameter measured 92mm and contrast was seen within the proximal sac from an unknown source. The contrast was observed along the left/contra side of the bifurcate, just above the lev el of the flow divider, and was near a prominent area of calcification in close proximity to the stent graft just outside stent ring #5. Review of CT¿s from 6 weeks post-implant revealed that the maximum aaa diameter measured 91mm and a slight amount contrast was seen within the proximal aaa sac, just along the left/contra side of the bifurcate ~2cm above the level of the flow divider. No other clear endoleak or any other stent graft issues were seen. It is possible that the endoleak observed 5-days post-implant was the same type IV endoleak seen during implant. Films from 6-weeks revealed a smaller more contained area of contrast from an unknown type endoleak. This new area of contrast was ~10mm superior to the prominent area of calcification and endoleak previously observed at 5-days post-implant CT¿s. Lack of angiograms with endoleak interrogation made determination of the endoleak type difficult. It is possible that the current endoleak source was from a type iiib fabric endoleak, possibly caused by abrasion from the neck calcification. A possible type ii endoleak also cannot be ruled out. If information is provided in the future, a supplemental report will be issued.